Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. It was discovered the unit was leaking from the flow sensor; the mylar flap was stuck to the top of the housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was not able to deliver the set tidal volume. There is no report of patient involvement.